Event description:
Instrument was being used when surgeon noticed broken cable on the instrument. Instrument was used earlier in case without issue. Unknown when cable was broken. The instrument was taken off of sterile field and replaced with another instrument of the same kind.